Event description:
It was reported that the procedure was to treat a lesion located in a narrow, mildly calcified and 85% stenosed distal right coronary artery. Pre-dilatation was performed prior to the attempt to cross the lesion with the 2.5x15 mm xience v stent. Slight resistance was felt during the attempt to advance the stent delivery system to the lesion and while crossing the lesion the stent implant dislodged in the vessel. A balloon catheter was used to compress the stent implant to the vessel wall and a new stent was placed to cover the compressed stent and to treat the lesion. No other medical intervention was performed. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.